Event description:
It was reported that a 78 yo male patient, initial left total knee implanted on (B)(6) 2017, underwent a revision procedure on (B)(6) 2024, approximately 7 years post the initial procedure. The patient returned to the surgeon¿s office with complaints of pain, swelling, instability, and dissatisfaction with their tka. The patient has a recalled implant. Upon examination, the patient was scheduled for a revision tka possible poly swap vs. Full revision. The patient had revision surgery and was revised to a truliant tib imp crc insert 9 mm sn: (B)(6). There were no surgical delays or device breakages during the procedure. X-rays were provided. The patient was last known to be in stable condition following the event. No explanted devices are available for return. They were discarded by the facility. No device images were provided. No further information.

Manufacturer narrative:
Section h10: (h3) pending evaluation. (D10) concomitant device(s): 4660968 - 02-010-03-0240 - logic cr femoral cem, left, sz 4. 4732961 - 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t. 4750056 - 200-02-32 - three peg patella 32mm.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the reported revision due to instability cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Subluxation and dislocation are known risks, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.